Manufacturer narrative:
Return material authorization has been issued for the return of this device for investigation; return not yet received. Investigation to be completed when the device is returned. Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated the seat cracked on the right side, front to back.

Manufacturer narrative:
The 9630-4 seat was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation, the seat portion of the commode seat with lid exhibited a crack, roughly 12 inches long, which ran from front-to-back along the right side of the seat. The crack had been reinforced with duct tape prior to the seat being returned for the evaluation. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The caller stated the seat cracked on the right side, front to back.